Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Event date: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 311.340 ¿ 9497792, manufacturing site: (B)(4), manufacturing date: 11.aug.2015, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 surgery at (B)(6) hospital was performed with our 4.0mm tap which is broken at its first use. No patient was not harmed to the extent. Patient condition was good. (Before tapping the above said instrument 4.0 mm tap, surgeon does procedure of drilling and then he does the tapping for the respective drill hole). The problem was solved by using our other 4.0mm tap which is available for him as stand by item in operation theatre. For drilling purpose c-arm is used and for tapping, surgeons don't use c-arm. So there are no x-rays and op reports because it is done openly. This report is 1 of 1 for (B)(4).